Event description:
It was reported that a balloon rupture occurred. An ipsilateral puncture was performed in the procedure. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. After the wire was able to cross the lesion, an attempt was made to dilate with ivus and then this device, but the balloon passed through a severed calcified lesion and was ruptured by the time the balloon reached nominal pressure, partly because of the subsequent dilatation. The device was then removed from the sheath without any problems and the procedure was completed with a different device. This event has no impact on the patient. No patient injury reported.

Manufacturer narrative:
A2. Age at time of event: 18 years or older e1.initial reporter facility name: (B)(6) medical center.